Event description:
The customer reported via phone call that the insulin pump alarmed low battery and sustained physical damage. The customer stated that she was unable to get the insulin pump to turn back on, and it had a blank display. The customer stated that she cleaned everything with alcohol as instructed, and the display returned. The customer did not know the blood glucose reading. She noted that there were cracks at the top of the reservoir compartment threads and another in the base of the reservoir window. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion found on the electronics. The device could not be used to verify low battery life due to the blank display. The insulin pump was received with a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.